Event description:
Customer reported unexpected negative reactions when testing a sample with capture-r ready screen 3 (crrs3) and capture-r ready ID (crrid) on the echo.

Manufacturer narrative:
Review of instrument images: all images were visually negative. Well scores=0 or 1. The issue appears to be sample related. The customer was informed per the package insert limitations: negative reactions will be obtained if the tests specimens contains antibodies present in concentrations too low to be detected by the test methods employed.